Event description:
Liko lift used for transferring pts with immobility/limited mobility, which can cause a fall risk to the pt. Issue: - the two pins at either end of the lift arms break off very easily and thus the strap is not secure and can slide off the arms. Issue: - the strap that holds the lift arm has a tendency to twist the pt around during transfer so staff have developed a work around in that they hold the two sling straps together to prevent the pt from twisting. This breaks the tension/gravity of the lifting sys and creates a fall risk and potential back injury issue for the care giver.